Event description:
(B) (4) - after an implantation time of about 19 months, various shock discharges due to interference signals/artifacts were reported. This device was explanted. Linox t 65, (B) (4), MDR 1028232-2009-01083.

Manufacturer narrative:
(B) (4) - the ICD first underwent a status interrogation. The device status was eri, 336 charge processes were documented. The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel. Then the signal-sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device detected the fibrillation signal as expected. Following the detection, a charge process was started, which was aborted. This was however, due to already much depleted battery. According to specification, the ICD then displayed the device status eos. The ICD had been implanted for 19 months; a number of 336 charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be as expected. The analysis did not show any indications of a malfunction of the ICD. A material defect or mfg error did not exist.